Manufacturer narrative:
This report is submitted on august 28, 2018. Registration number (B)(4).

Event description:
Per the clinic, the patient developed an infection and was treated with topical antibiotics. Subsequently, the patient experienced a loss of osseointegration resulting in fixture loss. The patient is being clinically managed by the health care provider.